Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that there was a stator not on error message. This error will likely cause the system to shut down un-commanded, which would result in a loss of imaging functionality. There is no report of injury or death.